Manufacturer narrative:
Result: faulty nurse call.

Event description:
It was reported by service report that the nurse call is not working. No patient involvement or adverse consequences were reported.